Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user observed insulin leaking from the back of the cartridge during the fill tubing step, and was advised to rewind the pump and gently swab the chamber before completing the change with new supplies; the event involved a cartridge and leak with user troubleshooting and education completed, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included completion of the supply change and continuation of therapy without hospitalization. Investigation of this case revealed a suspected cartridge or connection leak during setup that resolved with replacement components and proper technique, consistent with a device component issue involving the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or a transient component defect during setup.